Manufacturer narrative:
Concomitant medical products: w1tr01 ipg, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant of a right atrial (ra) lead, there was insulation damage noted prior to connection to a cardiac resynchronization therapy pacemaker (crt-p). It was reportedly suspected the lead damage occurred during the procedure. The insulation was repaired using a lead repair kit. The lead remains in use. No patient complications have been reported as a result of this event.